Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapler was used in the pylorus part of stomach, the stapler was not able to fire, the surgeon was able to press the green button and the handle was squeezed. Another reload was used to complete the firing. There was no patient injury.